Event description:
It was reported the lead could not be inserted into the header block. It was stated the doctor could not advance the lead into the header block. It was noted the physician even unscrewed the setscrew but the lead continued to not be able to advance. Reportedly, a new device was used and it worked fine, using the same techniques. It was noted there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# unknown, product type: lead; product ID 3093-28, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) found the stimulator¿s setscrew had been backed out too far.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0hfzu, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4) .

Event description:
It was later reported the set screw in the implantable neurostimulator (ins) was advanced too far prior to lead insertion. It was stated the doctor was not able to advance the lead past the screw. It was noted the doctor backed up the set screw but the lead was not able to advance. Reportedly, they opened and used a different ins with no issues. It was stated the patient was receiving effective therapy.